Event description:
A medwatch was received(enclosed) that indicated a pt's right corner of the mouth and lips were burned by cautery pencil during removal of the right tonsil. The customer was contacted and indicated a plastic surgeon consultation has taken place. The pencil was handed to the surgeon without an electrode in it. When the surgeon installed it, it was not fully seated allowing currect to escape at the connection.